Event description:
The patient had a stealth maker placed on forehead for surgery, and after preforming a imri in low sar mode received a burn under maker on top of head. Drs. Were informed. Wire was coiled and placed near his shoulder for the scan. All of the scanning parameters with regard to maximum sar values were followed in this case as per the new workflow and protocol. It is possible that the wire coil length distance from the stealth marker was longer than what is specified by the manufacturer. The surgeon informed the patient prior to the surgery that a burn was a possibility from the stealth device used. A picture was taken of the burn once it was discovered. The MRI safety officer was notified immediately upon discovery.